Event description:
It was reported that the patient had high bg which required hospitalization and length of hospitalization is 7hrs and treatment used insulin infusion perfusor. Daughter reports that the patient has an abscess at an infusion site on (B)(6) 2026 and there is no malfunction based on complaint.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was invalid. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.